Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Reportedly, customer is using cold insulin and removing air with an empty syringe. Clinical support informed customer that using cold insulin and removing air with an empty syringe are both off label per tandem user guide. Customer changed infusion set and resumed insulin. Customers blood glucose was 200-350 mg/dl.